Event description:
Caller reports being unable to test a pt on the coaguchek xs meter due to an error on the device. Later that same day, the pt was admitted to the hospital and received 9 units of blood. Pt's current condition is stable. Requested return of suspect device, and replacement was sent.